Event description:
It was reported that the patient presented remotely via remote monitoring. Review of the transmission noted that the left ventricular (lv) lead exhibited noise oversensing resulting in pacing inhibition. Programming changes were suggested but no changes or interventions were reported. The patient was in stable condition.